Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of a central stenosis the pta balloon was allegedly unable to be retracted from the 7fr sheath. The sheath and balloon were retracted together as a single unit. Another balloon and sheath were used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Visual inspection: the device was returned lodged within a 7fr introducer sheath. The balloon size for this product was printed on the balloon hub of the catheter and identified the returned sample as an 14mm x 4cm balloon. The distal end of the balloon was not visible as it was completely within the sheath. The sheath was examined and buckling was noted on the sheath at the strain relief indicating retraction issues. No other anomalies were identified on the device. Functional/performance evaluation: an unsuccessful attempt was made to remove the device from the sheath. The device was not removed from the sheath. No other functional testing could be performed due to the device being stuck in the sheath. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. A visual inspection found the returned device stuck in an introducer sheath. The sheath was found buckled at the strain relief. Therefore, the investigation was confirmed for the sheath-related retraction issue, due to the buckling on the sheath, and as the device was stuck in the sheath. The definitive root cause for the identified retraction issue could not be determined based upon available information. It was unknown if procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the atlas pta dilatation catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath.

Event description:
It was reported that during an angioplasty procedure of a central stenosis the pta balloon was allegedly unable to be retracted from the 7fr sheath. The sheath and balloon were retracted together as a single unit. Another balloon and sheath were used to complete the procedure. There was no reported patient injury.